Event description:
Per customer: 500ccs of heparinized ns under 300mmhg pressure was delivered ¿at a rapid rate¿ through a dpt. Ptt was elevated but not to a therapeutic level. No patient harm reported. No further clinical information is available at this time.

Manufacturer narrative:
One dpt with attached 500ml saline bag was received for evaluation. The examination revealed that there was no leakage detected from the returned kit and there was no damage observed. Dried blood was observed inside the fluid path on the IV end of the dpt housing. It was also observed inside the flow restrictor which is suppose to control the intended flow rate of 3cc/hr. The flow rate through the flow restrictor could not be measured because the flow restrictor had been occluded with dried blood. Multiple attempts were tried to clear the dried blood out of the flow restrictor fluid path, but it was unsuccessful. A device history record review was completed and it was confirmed that the device met specification upon distribution. The reported event was not able to be replicated in the lab. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.